Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from china of peritonitis in a patient coincident with dianeal 1.5% pd2 solution therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with the baxter marketing sales team, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. An opinion of causality was not provided for the event of peritonitis.